Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump is stuck. She presses the buttons and the device does not move it still shows the top icons. Customer was attempting a set change when she noticed the buttons were not responding. Troubleshooting was performed for frozen display and customer confirmed the display was stuck since (B)(6) despite how many times she replaced the battery. The time on the device did not advance. Customer was advised the insulin pump needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was monitored and the time clock on the screen advanced properly. No frozen screen was noted. The pump was received with unresponsive buttons due to an unlocked lcd connector. Unable to perform the functional tests due to unresponsive buttons. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.